Event description:
Microscope foot control not working appropriately. Issue was the power switch for light defective, stuck in the on position.====================== manufacturer response for mircroscope foot pedal, zeiss microscope (per site reporter)======================the replacement foot pedal has been tested and is working correctly. However another pedal was removed, and another foot pedal was ordered and shipped overnight.